Event description:
Hospital biomed reported that a patient alleged that the head section of the bed moved downward unintentionally to the lowest position while he was in the bed. He reported that the patient and his wife were the only ones in the room when this occurred, however, the patient's wife was asleep at the time. The patient alleged that this unintentional movement hurt his back. Nurse manager stated that the patient received an x-ray, and there were no injuries indicated, and the patient was discharged two days later.

Manufacturer narrative:
The hill-rom technician found that the bed functioned properly, and he could not duplicate the malfunction. He examined the CPR hardware as well as the bed functions, and everything was operating as designed.